Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo implantable collamer lens of -14.00/2.0/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).